Event description:
It was reported that the patient's neurostimulator was removed and replaced following the occurrence of multiple battery overdischarge events. The battery had "shut down." The patient had no coverage, with a return of back and leg pain, prior to explant. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).